Event description:
Account states they were using dual heated circuit, but only attaching the inspiratory limb and they used a single pigtail adapter. The circuit melted on the inspiratory limb. They were using the circuit on a pulmonetic ventilator. No pt injury and they know what they did wrong.